Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. That same day, the pt presented with persistent low back pain into left thigh. The investigator noted the event as moderate in intensity. Pt was administered medrol, epidural steroid injection, vioxx 25mg qd, skelaxin 1-2 p.o. Q6-8 hours prn. Events were classified as unrelated to adcon-l. The event was considered an idiosyncratic effect.